Event description:
The device was used during a thoracotomy. Reportedly, the instrument misfired and bleeding occurred. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.